Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Upon visual inspection control solution was observed on meter casing and near battery compartment. Meter did power on with button depression. Meter did power on with strip insertion. While performing meter download meter powered off. Blank screen was observed and it has been determined to be related to contamination of control solution on the pcb. The complaint is not confirmed.